Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 183108, van ps open intl femrt 65, lot # 297930. Catalog #: 184764, series a pat std 31 3 peg, lot # 834870. Catalog #: 183746, vngd ps+ tib brg 16x71/75mm, lot # 872450. Catalog #: 42-422561, sig tka gde/mdl set 04-05, lot # 127407. Catalog #: 417200, optivac kit 80gram double, lot # 0000963917. Catalog #: 402438, cobalt mv bone cement 40gm b, lot # 308430. Catalog #: 141205, biomet tibial locking bar, lot # 760940. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00473, 0001825034-2019-00475, 0001825034-2019-00476.

Event description:
It was reported that patient underwent right total knee revision procedure approximately 1 and half years ago and subsequently is still experiencing pain and swelling. The patient was scheduled for a revision however she broke her shoulder and had to postpone the revision.